Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: delamination, opening, crease fold, wear abrasion. Leak test was performed and found delamination on diaphragm valve and opening on posterior. A microscopic analysis was performed which identified delamination in the diaphragm valve. And opening striated in the posterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.